Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented for generator change procedure. Prior to the procedure, upon interrogation, the left ventricular (lv) lead exhibited loss of capture. Previously, the patient had history of high capture threshold. The lv lead was capped and replaced on (B)(6) 2023. There was no patient consequences.